Event description:
It was reported that the patient trial began on six days before reported event date. It was noted on the third day the patient began to feel nauseated in their stomach. It was noted that it was so bad the patient had to unplug it and then the patient felt better. The patient trial ended day of reported event and the healthcare provider confirmed via x-ray that the leads had moved. The patient had a little over fifty percent pain relief. The patient were concerned about the permanent implant and leads moving. It was reported that the patient was not using the stimulator at night and one of the morning the patient plugged it back in and turned it on. The patient was ¿jolted¿. The patient had to unplug it and decrease the stimulation before plugging it back on and starting it again. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2013, product type: lead; product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2013, product type: lead; product ID neu_unknown, serial# unknown, product type: unknown. (B)(4).